Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The lawyer reports that in 2011 the patient underwent a right total hip arthro-prosthetic surgery and has had constant fever for a long time, and a front limb thrombophlebitis, due to the lack of mobility, and a pulmonary embolism. In 2016 was discovered that the values of nickel and cobalt in the blood were more than twice the normal, diagnosed with metallosis. The revision surgery took place in 2016, and infection was the diagnosis.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. An event regarding revision due to metallosis involving an unknown abgii modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records could not be performed as the reported device was not properly identified. Complaint history review: a search of the complaint databases could not be performed as the reported device was not properly identified. Similar events have occurred for the abgii modular product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to metallosis is considered to be under the scope of this recall. No further investigation is required.

Event description:
The lawyer reports that in 2011 the patient underwent a right total hip arthro-prosthetic surgery and has had constant fever for a long time, and a front limb thrombophlebitis, due to the lack of mobility, and a pulmonary embolism. In 2016 was discovered that the values of nickel and cobalt in the blood were more than twice the normal, diagnosed with metallosis. The revision surgery took place in 2016, and infection was the diagnosis.